Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: dp mixer calibration failed.

Event description:
Hamilton medical ag received the following incident description: dp mixer calibration failed.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4. Follow-up 2 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. It was alleged that the dp mixer calibration failed during preventive maintenance. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. No logfiles were provided. No further feed back was received despite remainders. No part was replaced, correction was unknown and the exact root cause could not be confirmed.

Event description:
Hamilton medical ag received the following incident description: dp mixer calibration failed.